Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 1 month following the implant of this right ventricle (rv) lead, the lead exhibited high pacing thresholds. Chest x-ray determined the lead was dislodged. The lead was repositioned back into the apex and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.